Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer was able to clear the alarm and was able to complete rewind. Customer reported that the pump error recurred during the self-test. No harm requiring medical intervention was reported. The device will not be returned for analysis.